Event description:
It was reported that a patient was revised approximately two years and six weeks post implantation due to pain, osteolysis, radiolucency, and loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00907. Medical product: unknown femoral. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, and the pictures provided were insufficient to perform visual or dimensional evaluations. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: prior to revision osteolysis, radiolucency, femoral loosening, normal x-rays post revision. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.